Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), and was implanted with an advantage sling device on (B)(6) 2012. As reported by the patient's attorney, status post tension-free vaginal sling procedure, the patient was diagnosed with pelvic pain syndrome and stress urinary incontinence. On (B)(6) 2018, the patient underwent a revision surgery related to the advantage sling device and implantation of a new non-bsc sling. Boston scientific has been unable to obtain additional information regarding the event to date.